Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave ablation catheter the patient experienced atrial standstill. The pulmonary veins were all ablated with the pfa catheter. The catheter was then withdrawn into the sheath so the patient could be cardioverted. "Immediately after cardioverting atrial standstill was observed" with no p waves present on the ECG and no atrial signals on the mapping catheter. The physician paced the ventricle and attempted pacing. They attempted to assess atrial activation two times over a ten minute period before the physician decided to implant a perm-temp pacemaker. The patient was admitted overnight for monitoring. It is currently unknown if a permanent pacemaker will be implanted and the issue is considered on going. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave ablation catheter the patient experienced atrial standstill. The pulmonary veins were all ablated with the pfa catheter. The catheter was then withdrawn into the sheath so the patient could be cardioverted. "Immediately after cardioverting atrial standstill was observed" with no p waves present on the ECG and no atrial signals on the mapping catheter. The physician paced the ventricle and attempted pacing. They attempted to assess atrial activation two times over a ten-minute period before the physician decided to implant a perm-temp pacemaker. The patient was admitted overnight for monitoring. It is currently unknown if a permanent pacemaker will be implanted and the issue is considered on going. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported that the pacemaker was not permanently implanted. The patient's sinus node function had recovered and thus the pacemaker was removed prior to the patient being discharged the following day.